Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was scratched and had a white spot at the center of the display lens. The display screen also had a dim, discolored, and faded text. There was evidence of a crack at the top of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there was a white spot at the center of the display screen, the display was dim and discolored, and there was a crack in the battery compartment. This report is made based on results of investigation completed (B)(4) 2013.